Manufacturer narrative:
UDI - (B)(4). Reporter's phone number: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was observed that the motor had seized, jammed, and was heavy moving. It was noted that due to the usage of the wrong oil/grease, the trigger mechanism got sticky, the motor was rough running and the gearwheel was worn/damaged. It was also noted that the device failed pre-repair diagnostic tests for free movement, the trigger function, and immediately stopping. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the air reamer/drill device continued to run even after the button was released. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.